Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted. No intervention was done. There were no patient consequences.